Event description:
It was reported that patient had a revision for a painful hip.

Manufacturer narrative:
An event regarding a revision due to pain involving a trident 0 degree insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had a revision for a painful hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: primary titanium hemi cluster hole cup 58mm; cat# 02-03-58f; lot# mkk8nv; v40 cocr lfit head 44mm/+4; cat# 6260-9-244; lot# mjt71l; accolade (127 deg) size 5.5; accolade (127 deg) size 5.5; cat# 6021-5537; lot# 36944303. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.